Event description:
Stent was placed before chemotherapy. It did not adhere to esophagus as it was supposed to so it slipped down which caused food to become lodged. It also did not fully expand at proximal end. Pt had to have add'l surgery in order to remove a foreign body obstruction which was the food. This was done x3. Pt wanted it removed but was told that it was not removeable. Pt's dr told pt that MFR offered to pay for replacement. By this time pt had begun to vomit and eventually died due to starvation. Chemotherapy was stopped. Pt was not told that stent could migrate.